Event description:
The patient underwent generator and lead replacement. The explanted device was discarded; therefore, no product analysis can be performed.

Event description:
It was reported that the vns patient's device was tested and diagnostics showed a high impedance condition (impedance value >= 10,000 ohms). The patient was referred for surgery but no known surgical interventions have occurred to date. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution.